Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified . Based on the results of the investigation, a root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope exhibited the coating of the insertion section of the serpentine tube is peeled off (1 mm^2 or more). There was no patient involvement.